Event description:
The farawave ablation catheter was selected for use during the procedure to treat paroxysmal atrial fibrillation (pafib). It was reported there were three pieces of black rubber/plastic inside the sterile packaging of the device. The sheath was replaced with a new one. The procedure was completed successfully without patient complications. It is unknown if the device and its packaging will be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat paroxysmal atrial fibrillation (pafib). It was reported there were three pieces of black rubber/plastic inside the sterile packaging of the device. The sheath was replaced with a new one. The procedure was completed successfully without patient complications. The account is unable to ship back the packaging with the foreign matter.

Manufacturer narrative:
The device has not been returned to bsc. The reported foreign matter allegation is confirmed. Media was reviewed to confirm the failure.